Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient desired "better relief" via reprogramming for experienced right side pain. The patient had a lead revision performed on (B)(6) 2010, and was "doing well" when seen by the manufacturer representative following the surgery. Following the surgery, the patient reported that it was taking the older recharger longer to recharge then the new device. The patient later stated that it was then possible to recharge successfully, but it took" at least two and a half hours" to recharge the battery in the patient's back (the patient had two batteries - one for the neck and one for the back). The battery in the patient's back did hold a charge and was checked by the manufacturer representative. No further details, patient symptoms or outcome were provided.